Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated and there were no beeping tones when a magnet was placed during a device implant post operation check. Technical services (ts) reviewed the last available device transmission data and found that there were no faults or resets. Additionally, battery voltage and power usage were normal and as expected, therefore there was no cause indicated for this interrogation issue. However, a few weeks later, it indicated that the implanted device was not found. The patient has been scheduled for a device replacement. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated and there were no beeping tones when a magnet was placed during a device implant post operation check. Technical services (ts) reviewed the last available device transmission data and found that there were no faults or resets. Additionally, battery voltage and power usage were normal and as expected, therefore there was no cause indicated for this interrogation issue. However, a few weeks later, it indicated that the implanted device was not found. The patient has been scheduled for a device replacement. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this patient underwent a device replacement procedure with no patient complications. Other than the surgical procedure, no additional adverse patient effects were reported. This ICD has not been returned for analysis. The "cause not established" investigation conclusion code was selected based on the reported observations. However, probable cause could not be determined because examination of the device did not reveal a cause.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated and there were no beeping tones when a magnet was placed during a device implant post operation check. Technical services (ts) reviewed the last available device transmission data and found that there were no faults or resets. Additionally, battery voltage and power usage were normal and as expected, therefore there was no cause indicated for this interrogation issue. However, a few weeks later, it indicated that the implanted device was not found. The patient has been scheduled for a device replacement. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this patient underwent a device replacement procedure with no patient complications. Other than the surgical procedure, no additional adverse patient effects were reported. This ICD has not been returned for analysis.